Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument could not move normally. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.